Event description:
It was reported that when distilled water was injected, it started to leak from the bulge. It did not leak immediately, but probably there was a small hole somewhere, about the size of a pinhole, which leaked out and squeezed the balloon over time.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when distilled water was injected, it started to leak from the bulge. It did not leak immediately, but probably there was a small hole somewhere, about the size of a pinhole, which leaked out and squeezed the balloon over time.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted received 2-way catheter. No obvious defects. Inflated with 10ml of solution and solution leaked from a 0.011" pinhole found on the balloon. Also received 2 photo samples. First photo sample shows top overview of catheter. Second photo sample zooms in on end of catheter with balloon not inflated. Based on physical sample received product does not meet specifications which states "cap and valve must be present and assembled the tip of the black material of the valve is visible on the surface of the cap without cuts, holes or tears on the inflation arm." Although an exact root cause could not be determined a potential root cause could be user applies excessive tension. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings]: 1. Method for use: (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients: (1) patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients: (1) patients with known allergy to silver coated catheter [shape, configuration and principles]. Material: balloon catheter: silicone; silver coating this product is made with bacti-guard® silver alloy coating. Sizes of catheters: available in sizes 12 to 24 every 2fr. [Precautions]: 1. Precautions for use (exercise caution when using the device in the following patients). 1) exercise caution when using the device in patients with high urinary calcium levels as encrustation on the balloon surface, catheter occlusion or damage may occur. 2. Important precautions: 1) when catheter is inadvertently removed, inspect the balloon and shaft of catheter for rupture, defect, etc. Before inserting a new catheter. 2) when any part of the balloon and/or the catheter is missing, consider removing them using a cystoscope. 3) when it is difficult to remove catheter by deflating the balloon, take appropriate measures according to the section ¿troubleshooting¿. 3. Malfunction and adverse events, 1) malfunction, catheter kinking, damage, rupture, difficulty or failure to remove the device, occlusion of catheter inner lumens, encrustation, accidental removal of the device due to leakage of sterile water or balloon rupture device damage due to inappropriate use. 2) adverse events: urinary-tract infection, hemorrhage, hematuria, allergy reaction to the device, calculus formation, edema, pain, discomfort, injury of bladder or urethral, urethritis, urinary incontinence, retained balloon fragments, [storage method and expiration date], 1. Storage: store in a dry, cool place away from heat, moisture, and direct sunlight. 2. Expiration date: indicated on the direct package and the outer box.." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.